Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, blood leaked from the rubber sleeve onto the clinician's finger. This occurred five times. There is no report of medical intervention or treatment as a result of exposure.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Bd received 32 samples, 4 photos, and a video for investigation. The submitted photos and video depict a device being used for a blood draw, with blood observed inside the holder and on the cap of the connected tube. Additionally, 10 returned samples were utilized for functional testing to evaluate device performance. All tested samples passed, with no evidence of side-pierced sleeves, poor sleeve recovery, or sleeve leakage during the blood draw. A review of the device history record for the incident lot confirmed that all product specifications and lot release requirements were met. This complaint has been confirmed for the indicated failure mode: sleeve function. However, a root cause could not be identified. Complaints related to this device and reported condition will continue to be tracked and trended. The business team regularly reviews the collected data to identify any emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, blood leaked from the rubber sleeve onto the clinician's finger. This occurred five times. There is no report of medical intervention or treatment as a result of exposure.